Manufacturer narrative:
Na.

Event description:
The customer complained of cell blank alarms on the cobas 6000 c (501) module. The customer also questioned results for 5 patients tested for altl alanine aminotransferase (altl), alp2 alkaline phosphatase gen 2 (alp2) and astl aspartate aminotransferase (astl). Based on the data provided, the altl results for 1 cancer patient were discrepant. The initial altl result was 53 u/l. This result was reported outside of the laboratory. The chemo treatment for the patient was delayed for 3 hours due to the initial result. The customer declined to provide any additional information related to the patient. There is no information to reasonably suggest an adverse event occurred due to the delay in chemo treatment. The sample was repeated and the result was 21 u/l. This result was believed to be correct. The altl reagent lot number and expiration date were not provided. The customer stated the cells appeared dirty or frosted inside and some were very full. The customer did not find any "floaters" in the incubator bath and cell blank measurement was stable. A photometer check was completed earlier on the day of the event and passed. Qc results were acceptable. Cell blank out of limits alarms were observed 12 times on the day of the event. The field service engineer (fse) was unable to determine a root cause for the customer's issues. Analyzer baseline checks were acceptable. As a preventive measure, the fse replaced all cuvette segments and washed the reaction parts. The customer ran calibration and qc and the results were acceptable. The fse ran a precision study and the results were within specification. The customer has had no further issues since the service visit.

Manufacturer narrative:
The altl reagent lot number was 326880.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.